Manufacturer narrative:
The device was returned and the evaluation found the nozzle had foreign objects due to insufficient cleaning (handling problems). Additional evaluation findings are as follows: due to damage on the charged coupled device unit, foggy/cloudy image occurs, damage on the up/down knob, water tightness was lost; connecting tube had coating peeling; plastic distal end cover had a scratch; adhesive around the light guide (lg) lens was peeled; lg lens had a crack; adhesive around objective lens was peeled; electrical connector (el-connector) had corrosion due to water leakage and the connecting tube had a wrinkle; due to clogging of the nozzle, water removal ability did not meet the standard value; adhesive on the bending section cover (ar) had a white-clouded area; adhesive on the bending section cover had a crack; adhesive on the ar had a chip; due to wear of angle wire, the play of the up/down knob was out of the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet the standard value; suction connector had corrosion due to water leakage; due to corrosion on the el-connector, a noise image occurred. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a cloudy image. It is unknown how the issue was found and there were no reports of patient harm. During the device evaluation, the following reportable malfunction was found; foreign matter came out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.